Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a rewind anomaly and motor was making sounds like it was working harder that it used to during rewind. The customer also reported that there were multiple scrapes on the screen which was making the screen harder to read. The customer's blood glucose level was unknown. The insulin pump will not be returned for the analysis.